Event description:
The patient used the suspect device to check their blood glucose and obtained a result of 473 mg/dl. They took 2 units of insulin based upon the result. Thirty minutes later they passed out and spouse checked their glucose on the same device and obtained a reading of 31 mg/dl. Paramedics were called and they checked their glucose at 18 mg/dl on their equipment. They were treated with a glucose IV. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.